Manufacturer narrative:
Analysis conclusion: a patient experiencing autoreducing due to high impedance was reported to abbott. The patient¿s issue was resolved through reprogramming. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference MFR. Report # 3006705815-2019-02412; reference MFR. Report # 1627487-2019-07426.

Manufacturer narrative:
The results of the evaluation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02412. Related manufacturer reference number: 1627487-2019-07426. Additional information received indicated surgical intervention was undertaken and the lead implanted on the left was removed and replaced. Postoperatively, the patient is reportedly receiving effective therapy. It is unknown which lead was placed on the left, therefore all leads are being reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 3006705815-2019-02412, reference MFR. Report # 1627487-2019-07426. It was reported that the patient experiencing inadequate stimulation with their scs system. Impedance check revealed high impedance on left lead. Surgical intervention may be pending to address the issue. All the leads were reported since it is unknown which lead has high impedance and going to be replaced.